Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. It was reported that the pt passed away approximately two weeks prior to receipt of this report (date unspecified). On an unreported date, the pt was hospitalized prior to death for an unreported indication. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The serial number was corrected to (B)(4) and the catalog number was corrected to 5c8310r. The device manufacture date was updated to reflect the corrected serial and catalog number. The device was returned for evaluation. A review of the device logs revealed there were no keystrokes, programming, or use related events that would indicate and/or contribute to the reported problem. The home choice device was evaluated and all functional tests were performed. A visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. The digital board was replaced as a preventative action. Review of the device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record and service history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.